Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep. They showed the patient¿s caregiver how to use the wireless recharger. The following day the caregiver confirmed the patient¿s device was able to charge to 100%. The new recharger resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep. They ordered a replacement wireless recharger for the patient, but have not met with them to troubleshoot yet.

Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the neurostimulator wouldn¿t recharge past 75% (the patient had been charging since 2017 without any issue and the ins fully charging). The patient was still using the same recharger they received in 2017. The rep checked the neurostimulator (ins) with all impedances within normal range. Recharging statistics were reviewed with the patient charging every day varying from 30 to 90 minutes, but the ins wouldn¿t charge past 75% no matter how long they charged. Statistics were as follows: (B)(6): 25-75% 41 min (B)(6): 25-75% 36 min (B)(6): 25-50% 56 min (B)(6): 50-75% 32 min (B)(6): 25-50% 50 min (B)(6): 25-75% 30 min. The manufacturer reviewed recharge times and noted they aligned with expected recharge times for those values. In addition, it was reviewed how the age of ipg can affect charging frequency. The patient had been advised to charge for a longer time, but there had previously been no issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.